Manufacturer narrative:
Concomitant products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8835, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had a catheter revision and then a csf (cerebrospinal fluid) leak and then that was repaired. The pump was delivering morphine.

Event description:
Additional information was received and it was reported that the patient had a severe headache. The patient was admitted to the hospital on (B)(6) 2013 for surgical repair of the csf (cerebrospinal fluid) leak in the lumbar area on (B)(6) 2013. The patient recovered without sequela.

Manufacturer narrative:
(B)(4).